Event description:
It was reported that the insulin pump alarmed motor position encoder error and motor error during the rewind process. The blood glucose reading was 109 mg/dl. The customer stated that the insulin pump was slightly exposed to a magnetic resonance imaging machine. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a constant motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test or verify e70 alarm in the alarm history screen due to motor error alarm. The insulin pump has a small crack on the reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.